Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, a ruby coil broke upon removal from the dispenser hoop. The damaged ruby coil was found prior to use and, therefore, was not used in the procedure. The procedure was completed using a new ruby coil.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-00078. 1. Section h. Box 4. Device manufacture date.